Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during a percutaneous coronary intervention procedure, the quantum maverick monorail balloon catheter ruptured at 20 atms upon first inflation. The lesion was located in a hard, calcified, unspecified artery. The procedure was completed with a different device. No patient injuries or complications were reported. Patient status is reported as "good."